Event description:
It was initially reported to philips healthcare that the device displayed a configuration los with error 0020 (defib failure - changing circuits) messages. The customer, biomed, isolated the issue to a faulty main control pcb, which resolved the configuration lost message, error 0020 (defib failure - charging circuits), intermittently battery power led off, and battery not charging. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.